Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/08/2010, 06/09/2010, and 07/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): " unexpected residual cylinder" (postoperative refraction, unexpected). Product problem(s): "rotated" (malposition of device [iol (intraocular lens) implant]). A technician reported a patient with an unexpected residual cylinder following intraocular lens (iol) implant surgery. In a follow-up, the technician reported that the surgeon believed the lens rotated after the surgery. Additional information has been requested.